Event description:
It was reported the lead displayed episodes of over-sensing and there were pauses in rhythm. The patient was placed on monitoring. No other information is available. No further patient complications have been reported as a result of this event.